Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that the came off the disposable lure lock syringe during surgery. The procedure and patient harm details were not reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer's evaluation of the returned sample could not confirm the customer's reported event: the cannula container and the 1 milliliter (ml) syringe connecting to the cannula were visually inspected. The needle of the cannula bent because it was not placed inside the container. The hub of the cannula seated tightly and securely in the syringe luer lock. The thread of the syringe luer lock and the hub of the infusion cannula were intact. 1 ml of fluid could be extracted and injected with the returned cannula and syringe. No separation of the cannula and the syringe occurred during testing. The connection of both cannula and syringe met specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).